Event description:
It was reported that the patient was in the clinic for a myocardial infarction. It was noted that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.